Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen by the surgeon after complaining that the magnet felt like it was moving. The user denies trauma to the head but reports hearing better when pressing the audio processor (ap) against the implant coil. The ap was also exchanged previously. Additional information from the surgeon reported that after the (B)(6) 2021 surgery (implantation) the user developed an infection and had to have a revision surgery to clean the infection on (B)(6) 2021.

Manufacturer narrative:
Device investigation results are indicative of a broken wireguard _ bifilar wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient experienced intermittent access to sound with the device and no trauma or impact to the device was reported. However it is reported that the magnet portion coul be felt moving. In addition it is reported that the recipient suffered from an infection post-implantation, which is a known side effect of otologic surgery and needed revision surgery to clean the infection which might have contributed to the observed movement of the implant. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user was seen by the surgeon after complaining that the magnet felt like it was moving. The user denied a trauma to the head. The user started experiencing intermittencies with the device in (B)(6) 2022 and moving the audio processor (ap) around helped to get sound. Additional information from the surgeon reported that after the implantation on (B)(6) 2021 the user developed an infection and had to have a revision surgery to clean the infection on (B)(6) 2021. The user has been re-implanted.